Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with a guidewire which could not be removed, even after attempted flushing and soaking. The balloon catheter was cut, and the distal portion of the balloon catheter was able to be flushed and the guidewire was removed. The subject device was able to be inflated and deflated without difficulty, and no anomalies or leaks were noted to the inflated balloon and distal tip. The reported balloon leak issue could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that visibility of the balloon (subject device) became poor after 4 inflation/deflations. Following the procedure, blood was found inside the balloon, which may have been drawn into the balloon during inflation/deflation. The inflation pressure was unknown, but there was not too much pressure for deflation. The patient was not negatively impacted by this, and the current patient condition is fine.

Event description:
It was reported that visibility of the balloon (subject device) became poor after 4 inflation/deflations. Following the procedure, blood was found inside the balloon, which may have been drawn into the balloon during inflation/deflation. The inflation pressure was unknown, but there was not too much pressure for deflation. The patient was not negatively impacted by this, and the current patient condition is fine.